Manufacturer narrative:
Other: gas spring tip.

Event description:
It was reported by service report that the gas spring tip had bent causing the fowler not to work properly. It is unknown if there was patient involvement, however, no adverse consequences are reported.